Manufacturer narrative:
Details of the complaint: on (B)(6) 2019 at 3:41 pm, (B)(6) from (B)(6) health partners reported a bed layout issue on pu-681ra serial: (B)(6). Service requested: troubleshooting. Service performed: nka tech support (ts) attempted to guide the customer through swapping the cns bed tile locations, but the customer stated that they would get an on-site nk representative to resolve the issue. Investigation results: the root cause of this complaint was determined to be user error/education needed. Investigation conclusion: the root cause of this complaint was determined to be user error/education needed.

Event description:
The customer reported that the central nurse's station (cns) was experiencing bed layout issues. Their positions on the screen were transposed.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was experiencing bed layout issues. The customer reported that the cns was showing two beds in wrong locations. Beds 510 and 523 had the correct bedside monitors next to them, but on the cns screen, they were transposed. No patient harm or injury was reported. Nk ts is currently working on assisting the customer in swapping the beds manually in the monitor settings in order to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made but not provided: email address.

Event description:
The customer reported that the central nurse's station (cns) was experiencing bed layout issues. Their positions on the screen were transposed.